Event description:
Report received that the brake were not holding when set. No injury reported.

Manufacturer narrative:
Technician found that the brakes were not holding when set due to worn casters not holding. Replaced casters to resolve this issue. Bed located in maintenance.